Manufacturer narrative:
The unit did not have a battery installed when received. The unit intermittent button response but was able to passed the occlusion test and the excessive no delivery test. Then the unit had no button response. Intermittent button response and no button response was due to flattened dome switches on the esc and the act buttons (no crease). No button error alarm noted. Unable to complete the functional testing, including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and unexpected restart. Error test due to no button response. Unit uploaded properly using carelink. No cosmetic damage noted. Data analysis: (the date of death was not specified in the customer notes.) There is no data available due to the unit did not have a battery installed when received.

Event description:
It was reported via phone call that the customer passed away in an unknown location. The cause of death was unknown. The caller did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was sensors. The caller agreed to return the insulin pump for analysis. This report is being created for the failure analysis results. Intermittent button response and no button response was due to flattened dome switches on the esc and the act buttons (no crease).